Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the when stimulation was turned off after her procedure she felt a socking sensation from the stimulator to the left pelvis bone. It was noted that the patient felt pain on both sides of her spine where the lead wires were implanted. It was noted that the patient¿s left side hurt more than the right side. It was noted that the cause of the pain in her spine was likely due to scar tissue build up in the area. It was noted that the patient reported a loss of therapeutic effect. It was noted that the patient was not getting therapy to her lower back since the doctor moved the lead wires. It was noted that the patient was going back to her doctor on 2014 (B)(6) to do surgery on the patient again and fix what was happening with her lead wires. It was noted that the doctor was not sure if he would be able to fix or if the patient would need to see another surgeon. It was noted that the patient could not use stimulation because of the shocking sensation she got when she turned the stimulation on. It was noted that the patient stated that there was something wrong with her stimulator now since the original placement. It was noted that the patient stated that when the doctor tried to correct the lead placement he could not get the lead wires as high up as the first time because of the scar tissue. It was noted that the patient¿s doctor ¿did needles¿ for procedure so the patient may need to see a different surgeon and had a paddle implanted. It was noted that the patient had leg pain as well from sciatica and stimulation therapy helped that pain as well. Additional information received reported that the patient was not getting stimulation where she needed it. It was noted that the doctor was not able to place the leads as high as they wanted to due to scar tissue that prevented the leads from being as high as previous leads. It was noted that the patient was getting stimulation but not as high as with the original leads and impedances were normal. It was noted that ¿about 8 days later¿ the patient complained of not getting stimulation in the target area and not high enough in the back. It was noted that the patient had a CT scan on 2014 (B)(6). It was noted that the patient indicated that the leads were broken due to a white spot seen on a CT scan. It was noted that no impedances were done on 2014 (B)(6). It was noted that the patient had a fall on the week prior to report. It was noted that the fall was after issues developed and the patient did not have any falls prior to the development of these complaints. It was noted that the patient reported having a tingling feeling around the ins area when stimulation was turned on. It was noted that they were planning to replace leads with a paddle lead on 2014 (B)(6). Additional information received reported that the patient proceeded with the implant. It was noted that an impedance check of the patient existing leads were unremarkable for any abnormalities. It was noted that an x-ray revealed that both leads migrated down. It was noted that one lead migrated down into the pocket and was believed to be the cause of the tingling sensation that the patient felt in the pocket when she first turned it on. It was noted that both leads were explanted and a paddle lead was inserted. It was noted that the patient was doing well.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).